Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production ((B)(4)) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis ((B)(4)) - the review of the historical data was performed. Trend analysis ((B)(4)) - the overall complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. Communication/interviews: ((B)(4)) communication/interviews were performed to obtain all possible information. Reference complaint (B)(4)

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a leak in iab circuit alarm. There was no blood noted in the tubing. Chest x-ray showed the iab had slightly dropped, but physician was satisfied with the location. The customer was advised to continue with the "fill" key and to drop the augmentation by 2 bars. The patient was unstable when the alarm happened and with any stop in therapy. They have turned the slow gas alarm on and off at times to avoid the alarm. The customer was advised that with turning off the gas alarm, they must pay very close attention to the catheter tubing and that there is a risk with missing an actual leak. At that time, the pump was not alarming and the alarm was on. There was no patient harm or adverse event reported.